Manufacturer narrative:
This report is for an unknown tfn nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reports an event as follows: it was reported that on an unknown date, the surgeon was inserting a trochanteric fixation nail (tfn). During the procedure, a flexible screwdriver from a tfn set broke. Procedure outcome and patient status are unknown. Concomitant devices: 5mm hex flexible screwdriver (part: 03.037.028, lot: unknown, quantity: 1). This report is for an unknown tfn nail. This is report 2 of 2 for (B)(4).

Event description:
Corrected event description: it was reported that during an unknown procedure on (B)(6) 2020, the new/blue screwdriver would engage in the pin wrench to engage the distal lock but would not engage the internal locking mechanism inside the nail. The surgeon stated it felt like the screwdriver was in the locking mechanism but was spinning. Surgeon used an old coil/flexible screwdriver to lock nail and it worked fine. There was ten (10) minutes surgical delay. The procedure was successfully completed. There was no patient consequence. This report captures the blue hex flexible driver which had a problem with the locking mechanism intraoperatively, while related complaint (B)(4) captures the wooden screwdriver that broke intraoperatively a month ago. Concomitant devices: 5mm hex flexible screwdriver (part: 03.037.028, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3. D11: added therapy date. H11 corrected data: b5: corrected event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.